Manufacturer narrative:
Patient date of birth unavailable. Patient weight unavailable.

Event description:
During a lead extraction procedure using a 16f glidelight device, the patient''s blood pressure dropped. Rescue efforts commenced immediately, the patient had sustained a superior vena cava tear. The injury was successfully repaired and patient survived procedure.